Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -10.5/+2.0/075 into the patient's right eye (od) on (B)(6)2022 . Within the initial surgery the lens was removed and replaced intra-operatively for a longer length lens due to low vault. The problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
Device code 1494: off-label use (under 21yrs of age at date of implant). Claim #(B)(4).